Manufacturer narrative:
Customer service conducted troubleshooting with the customer including disassembling, inspecting, cleaning and or reassembling kit and tubing set. Customer stated her breast shields seemed too small. The customer did call customer service on 5/19/2023 for further assistance. The customer was sent a sonata breast pump as a replacement. In follow up with a complaint handler on 5/16/2023, the customer stated she would like the sonata breast pump. In further follow up with the customer on the same date she reported her mastitis began (B)(6) 2023. She stated her mastitis is better than before, but her breast still hurt. Further follow up from the complaint handler to ask if mastitis was resolved has gone on unanswered. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2023, the husband alleged to medela that his wife's freestyle hands free breast pump was having low suction and her 24mm breast shields were too small. His wife was in pain, and he stated a lactation consultant told them her pump may not be working for her. Medela additionally received an email from the customer on 05/09/2023 alleging that the freestyle hands free was not efficient for her and it was difficult to express her breast milk. She developed mastitis and had a fever for 48 hours. She went to the hospital and was prescribed antibiotics.